Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart xl+ defibrillator exhibied a power failure. There was no reported patient involvement.

Manufacturer narrative:
This report is based on information provided by philips authorized service personnel (asp) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl+ defibrillator indicating a power failure. The customer was advised by the asp to check the battery and power supply. It was determined that this was a malfunction of the battery. However, there is no additional information available as the customer replaced the battery using a third-party service. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was a malfunction of the battery. The root cause of which could not be determined. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The customer replaced the battery through a third party to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.